Event description:
It was reported via a literature article review that there was a comprehensive study which took place assessing incidents of premature battery depletion (pbd) in boston scientific emblem subcutaneous implantable cardioverter defibrillator (s-ICD) devices. The authors of the article conducted a retrospective multicenter registry study including patients implanted with emblem s-ICD systems between october 2012 and july 2023 across nine hospitals in five countries in europe, in addition to the united states. The european countries with s-ICD patient's involved in this study included the united kingdom, switzerland, germany, netherlands, and france. All of the patients that underwent s-ICD implantation in each center consecutively were included, and a total of 1,112 patients participated. According to the results of the study, in the overall cohort, 286 patients underwent generator changeout procedures for any given reason. In 196 patients, the generator was replaced due to battery depletion. Clinically suspected pbd was observed in 159 of the devices, indicative of significant deviations from the expected battery lifespan. Affected devices were only replaced in elective replacement indicator/end of life (eri/eol) or imminent eri, as per labeling. The explanting hospitals returned 84 devices back to boston scientific for analysis, of which letters were provided with technical analysis results for all 84 products. The study concluded pbd to be the most common adverse event in s-ICD therapy in devices under advisory, and no cases of pbd were observed in devices which were not under advisory. Outside of pbd, the other reasons for s-ICD system revision procedures mentioned throughout the study include 21 cases of infection and 16 cases of electrode failure and/or dislodgement. While no allegations were made against boston scientific or the s-ICD systems in the following cases, numerous instances of therapy upgrade/downgrade procedures, as well as multiple reports of patient having passed away were also documented in the study, however such observations were expected throughout the over decade-long timeframe of review. Due to the volume of patient's involved in this study, the status of all the s-ICD systems involved is not known at this time. The explant and revision procedures mentioned throughout the study took place across all of the hospitals throughout the six countries involved. No additional adverse patient effects were reported.